Event description:
The facility reported an infusion pump for a functional test. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.

Manufacturer narrative:
The pump was serviced at customer location. Evaluation summary: evaluation was completed on 26 october 2005. Batteries were recharged. Review of the complaint history reveals similar reports have been received for this product for the reported issue.